Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp unit involved in this event. However, attempts are being made to obtain further repair information from the customer. Should additional information be made available, a supplement report will be submitted.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit unexpectedly shut down, despite the fact that the unit was connected to the ac power and the power button turned on. It was also reported that the customer was able to restart the iabp unit and observed that the battery was full. After restarting the unit, the issue did not reoccur. However, a getinge tech support representative advised the customer to change the pump and turn this malfunctioning pump into the biomedical department at the customer facility. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse found no errors in the error log to indicate that the unit shut down during use. The fse then ran the iabp unit for an hour with no issues, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit unexpectedly shut down, despite the fact that the unit was connected to the ac power and the power button turned on. It was also reported that the customer was able to restart the iabp unit and observed that the battery was full. After restarting the unit, the issue did not reoccur. However, a getinge tech support representative advised the customer to change the pump and turn this malfunctioning pump into the biomedical department at the customer facility. No patient harm, serious injury or adverse event was reported.